Manufacturer narrative:
The actual device has not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found (B)(4) similar report with the involved product code/lot# combination. The user facility reported an event from the same product code/lot number combination. See MDR 3013394970-2017-00478. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the involved angio-seal device did not deploy. Additional information was received on october 19, 2017. Failed during the setting the anchor stage of the process. Hemostasis was not achieved using the device. There was some blood loss until the puncture site was managed with digital pressure, it was not excessive blood loss. A femostop device was used in one of the cases as blood loss continued after digital pressure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return and the completed investigation. One used 6fr angio-seal vip device was received for product analysis. The hemostatic sheath and bypass tube were returned with the carrier tube assembly. The returned components were subjected to visual analysis where a blood-like substance was found on all components. The carrier tube assembly was not inserted into the hemostatic sheath and the anchor was fully exposed at the distal tip of the carrier tube assembly. The bypass tube was found inserted into the hemostatic valve. The deployment sleeve was found in the rear lock position with the color bands fully exposed. Microscopy was then used to examine the hub of the hemostatic sheath. There was deformation along the outer ridge of the slots on the hub. This indicates that the deployment sleeve was at one point properly mated with the hub of the hemostatic sheath. For functional testing, the bypass tube was removed from the hemostatic sheath and fitted over the anchor and collagen. The bypass tube was then reinserted into the hemostatic valve to allow the carrier tube assembly to be inserted into the hemostatic sheath. Once the deployment sleeve was mated with the hemostatic sheath hub, tweezers were then used to move the deployment sleeve into the forward lock position. The anchor then became exposed at the distal tip of the hemostatic sheath. The device cap was pulled back shifting the deployment sleeve into the rear lock position. The anchor properly posted to the distal tip of the hemostatic sheath. Digital force was then applied to the anchor and the tamping tube became exposed. No tamping of the collagen was performed, as the collagen was not exposed to water. No functional anomalies were noted with the deployment of the device. The returned condition of the device revealed the anchor was still attached to the carrier tube assembly and the collagen was still within the carrier tube assembly. Additionally, there was evidence that the carrier tube assembly and hemostatic sheath had once been mated. From the returned device, it was difficult to determine the definitive root cause of the pullout. Functional testing indicates that the device was able to function to specification when properly assembled and no obstructions were present at the distal tip of the hemostatic sheath. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.